Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the units display is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the reported issue of a broken display was not able to be duplicated. Instead, the evaluation identified that the control panel had scratches, the power harness had wire damage, and the cabinet was cracked due to physical damage. Therefore, this is no longer a reportable event.

Event description:
Dealer is stating that the units display is broken.